Event description:
Related manufacturer report number: 2017865-2023-02854. It was reported that a patient presented with loss of capture due to dislodgement on the atrial and right ventricular (rv) leads. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.